Manufacturer narrative:
Please note the correction to d4 gtin. The reported event could not be confirmed since the device was returned for evaluation and does not match the alleged failure the device inspection revealed the following: the received nail shows posterior damage. This shows that the posterior portion of the nail has been hit with a strong force by another metallic component most probably the drill which has severely damaged the nail. A functional test was done on the nail using a sample target device, tissue protection sleeve, drill and nail holding screw which shows that drill easily passes proximal hole of the nail without obstructions. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to be user related as the lag screw can be inserted into the nail during functional testing. If more information is provided, the case will be reassessed.

Event description:
As reported: "during the gamma 4 procedure, the lag screw was inserted outside of the nail due to a mistarget, even though it was well calibrated prior to insertion. The surgery time was longer because of the replacement of gamma4 long nail with gamma3 long nail".

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "during the gamma 4 procedure, the lag screw was inserted outside of the nail due to a mistarget, even though it was well calibrated prior to insertion. The surgery time was longer because of the replacement of gamma4 long nail with gamma3 long nail".